Manufacturer narrative:
Added information to a3a (sex) corrected data h6 (type of investigation): "4117 - device not accessible for testing". Replaces "4115 - device discarded". Updated section b5 (describe event or problem) and h6 (clinical code, investigation findings and investigation conclusions). H11: additional manufacturer narrative: two images were provided and reviewed. Customer report of pannus was confirmed through image evaluation. Report of regurgitation was unable to be confirmed through image evaluation. Valve appeared to have host tissue overgrowth encroaching onto the valve. Pannus is a non-immune inflammatory reaction of the body to the implanted prosthesis, characterized by proliferation of fibroelastic tissue and collagen, with a starting point in the suture area and subacute or chronic centripetal evolution. Pannus can have both beneficial and harmful effects depending on the amount of growth and location. A small amount of host tissue growth over the suture line is expected and is needed to form a non-thrombogenic surface and complete the healing process after device implantation. In contrast, an excessive amount of pannus growth can cause nonstructural dysfunction that may require intervention. Host tissue growth can extend onto the cusp surfaces leading to thickening of the cusps, cusp retraction or curling, leaflet immobility, and/or abnormal coaptation, potentially resulting in valvular regurgitation, elevated gradients, and/or stenosis. Pannus/host tissue overgrowth is most likely due to patient factors and is unlikely to be related to a manufacturing non-conformance. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. The most likely root cause is patient factors.

Event description:
Per the report received from taiwan, a 7300tfx31 valve implanted in mitral position was explanted after an implant duration of approximately seven (7) to eight (8) years due to moderate pannus formation on the leaflets, which led to severe regurgitation and impaired leaflet movement. According to the surgeon, this occurred because the patient's original mitral valve leaflets were not properly treated, causing tissue adhesion to the leaflets of the prosthetic valve and subsequently impairing their normal function. The patient presented with chest pain. After removing the magna mitral ease valve, the posterior leaflet was trimmed and a new bioprosthetic valve was implanted. The patient recovered very well with no adverse events.

Manufacturer narrative:
H11. Additional manufacturer narrative: the device was not returned to edwards for evaluation as it was discarded. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Per the report received from taiwan, a 7300tfx31 valve implanted in mitral position was explanted after an implant duration of approximately seven (7) to eight (8) years due to pannus affecting the movement of the leaflets, leading to severe regurgitation. According to the surgeon, this occurred because the patient's original mitral valve leaflets were not properly treated, causing tissue adhesion to the leaflets of the prosthetic valve and subsequently impairing their normal function. After removing the magna mitral ease valve, the posterior leaflet was trimmed and a new bioprosthetic valve was implanted. The patient recovered very well with no adverse events.